Event description:
It was reported that this right atrial lead had perforated the superior vena cava and protruded into the right cavity. The patient also had a hemothorax. A sternotomy was performed and the lead was explanted. The patient was going to be evaluated to determine if a new system is still needed.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. Both parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. Blood penetrated the lead at this area. The returned parts were visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.